Manufacturer narrative:
(B)(6). This report is for two unknown 2.0mm cortex screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal on (B)(6) 2015 due to pain. Two 2.0mm cortex screws were implanted on an unknown date a few years ago. Screws were intact when explanted. No difficulties or delays during surgery. This report is for two unknown 2.0mm cortex screws. This is report 1 of 1 for (B)(4).